Event description:
The device was used during a laparoscopic splenectomy procedure. Reportedly, the device leaked. The surgeon applied another device. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
Device not available for evaluation.